Manufacturer narrative:
(B)(4). The investigation shows that the field svc engineer troubleshot the system and found that the rectifier-fuses were bad. The rectifier fuses were replaced and the issue was resolved.

Event description:
The customer reported a burning smell in the lab.